Event description:
Hcp reported problem of "incorrect refill date" on interrogation post refill of pump. Reviewed programming and found programming was incorrect. Intended dose programming was 0.126 mg/day at concentration of 7.5 mg/ml. Dose programmed inadvertently was 126.5 mcg/d concentration 7.5 mcg/ml. Error was discovered within 15 mins of programming. Pump was stopped. Approximate dose administered before stopping pump was 1.3 mg morphine and 55 mcg baclofen. Follow up with hcp revealed pt had been programmed intraoperatively at baclofen/morphine as hcp was accustomed to having the pumps programmed. The programming was changed to list morphine first - however, with mso4 listed first dose remained as micrograms instead of milligrams and baclofen was programmed in milligrams instead of micrograms. Pt was hospitalized and was very "loose." Pt was fine the next day and was discharged home.